Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is experiencing a malfunction in the power supply unit. The event was outside of use and there was no reported patient nor user harm. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model # 861290.